Event description:
It was reported that an ilet user experienced an unresponsive sleep/wake button while running the most recent firmware, and a replacement device was arranged with instructions to shut down the unit to avoid further alerts, sync data to the mobile app, and return the original device. Symptoms included no adverse clinical effects and no alerts or alarms affecting therapy. Outcomes included continued use of cgm data via the dexcom app or receiver and a replacement ilet to restore pump functionality. Investigation included remote troubleshooting and verification that normal blood glucose management was unaffected. Investigation of this case revealed a nonfunctioning user interface control consistent with a hardware malfunction of the sleep/wake button. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure.

Manufacturer narrative:
Fields updated: h6, h11. Investigation description: the device was powered up, and the sleep wake button was responding to all touch inputs from all fingers even through 4mil nitril gloves. However, the screen was found to be cracked at the bottom glass bezel, causing the touchscreen to no longer function. Repair instructions: replace display assembly, reseal device, and update to latest software revision.